Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no similar complaint of any kind for this lot of devices that were released to distribution. We cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device not returned to manufacturer.

Event description:
The affiliate reported via email rupture of one of the orthocord threads anchor used. Additional information received 1-3-18. The type of procedure was shoulder. The issue was detected during use. The product was being used when the suture broke. There was no surgical delay. The procedure was able to be completed using the same product. There was no patient impact. The product is not coming back for evaluation because the product could be used.